Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited oversensing that lead to pacing inhibition. Subsequently, this lead was abandoned surgically, and a new rv lead was successfully implanted. No additional adverse patient effects were reported.